Event description:
Healthcare professional reported "capsular contracture baker grade I". Later, healthcare professional reported "implant malposition". This record is for the right side. The device has been explanted and replaced. The device was discarded.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: malposition of device.